Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The hub was cracked on one of the casters.

Manufacturer narrative:
The device in question has been returned to invacare. However, any evaluation results that may exist in relation to this device/complaint remain unavailable at this time. Therefore the complaint could not be verified and any underlying cause of the alleged issue could not be determined. Should additional information become available a supplemental record will be filed.

Event description:
The hub was cracked on one of the casters.